Event description:
It was reported that the implantable cardioverter defibrillators (ICD) device was explanted due to physician's decision since the leads were explanted due to twiddled syndrome. There was no issue with this device. As a result, a new device was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillators (ICD) device was explanted due to physician's decision since the leads were explanted due to twiddled syndrome. There was no issue with this device. As a result, a new device was successfully implanted. No additional patient adverse effects were reported. Additional information was received by the patient, that patient developed blood clots and subsequently, the device was explanted. A new device was successfully implanted.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes the returned implantable cardioverter defibrillators (ICD) device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The returned implantable cardioverter defibrillators (ICD) device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillators (ICD) device was explanted due to physician's decision since the leads were explanted due to twiddled syndrome. There was no issue with this device. As a result, a new device was successfully implanted. No additional patient adverse effects were reported.